Event description:
I had lasik surgery 5 years ago and I have poor night vision, and bad acuity, halos. I think this method is not safe. We should do something to make a better world. Heal the world for you for me and for the entire humane race. Event abated after use stopped. Yes. Diagnosis or reason for use: get of glasses.